Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (319.0 mcg/ml at 139.92 mcg/day), bupivacaine (15.0 mg/ml at 6.579 mg/day), clonidine (1642.0 mcg/ml at 720.2 mcg/ml) and baclofen (657.0 mcg/ml at 288.17 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient underwent a pump refill at another clinic on (B)(6) 2017. On the way home, the patient's daughter noted that the patient was lethargic but arousable. The patient's daughter reported somnolence. The patient never lost consciousness. Examination gave results of altered mental status. The patient was observed overnight in the hospital as an outpatient and was sent home the following morning alert and oriented, with instructions to follow-up with her physician for pain management. The patient was seen in office on (B)(6) 2017 for reprogramming. An early refill was performed on (B)(6) 2017. The clinical diagnosis was altered mental status secondary to partial pocket fill. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the partial pocket fill was not determined.